Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device touchscreen was found to be out of calibration. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, the device touchscreen would not calibrate while in the biomedical mode. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.